Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The atrial lead exhibited no capture and sensing due to dislodgement. There were no adverse events noted and the patient's condition post procedure was fine. The patient would be followed normally.